Event description:
It was reported the pt's ipg was explanted due to a possible infection at the ipg site. The physician only explanted the ipg. The lead was left implanted and tunneled to a new pocket in the left low back. The pt will be reimplanted in the future.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.